Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was planned to be explanted and replaced due to normal battery depletion. During the ICD replacement, the left ventricular (lv) lead could not be retrieved out of the ICD header after loosening the screw. The screw cover was completely removed and it was unscrewed until the lead tip was visible. The lv lead was unable to be retrieved. After multiple attempts to pull the lv lead, it ripped apart with the lead plug remaining in the device header. All the other leads were able to be retrieved without any complication. Subsequently, the lv lead was surgically abandoned and the lv port of the new device was plugged. The patient will continue to be monitored. No additional adverse patient effects were reported. The ICD is expected to be returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was planned to be explanted and replaced due to normal battery depletion. During the ICD replacement, the left ventricular (lv) lead could not be retrieved out of the ICD header after loosening the screw. The screw cover was completely removed and it was unscrewed until the lead tip was visible. The lv lead was unable to be retrieved. After multiple attempts to pull the lv lead, it ripped apart with the lead plug remaining in the device header. All the other leads were able to be retrieved without any complication. Subsequently, the lv lead was surgically abandoned and the lv port of the new device was plugged. The patient will continue to be monitored. No additional adverse patient effects were reported. The ICD is expected to be returned for analysis.

Manufacturer narrative:
Correction: h4 field device manufacture date was updated.

Manufacturer narrative:
Correction: h4 field device manufacture date was updated. Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of connection issue. Visual inspection confirmed the left ventricular (lv) lead had been cut off and the tip of the lead was still in the lead barrel. The device passed all tests and operated normally. The device was confirmed to operate normally. Although the connection issue observation was confirmed, laboratory analysis was unable to find evidence for the reason of the piece of lead to be stuck in the lead barrel.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was planned to be explanted and replaced due to normal battery depletion. During the ICD replacement, the left ventricular (lv) lead could not be retrieved out of the ICD header after loosening the screw. The screw cover was completely removed and it was unscrewed until the lead tip was visible. The lv lead was unable to be retrieved from the device header. After multiple attempts to pull the lv lead, it ripped apart with the lead plug remaining in the device header. All the other leads were able to be retrieved without any complication. Subsequently, the lv lead was surgically abandoned and the lv port of the new device was plugged. The patient will continue to be monitored. No additional adverse patient effects were reported. The ICD is expected to be returned for analysis. The device was returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was planned to be explanted and replaced due to normal battery depletion. During the ICD replacement, the left ventricular (lv) lead could not be retrieved out of the ICD header after loosening the screw. The screw cover was completely removed and it was unscrewed until the lead tip was visible. The lv lead was unable to be retrieved. After multiple attempts to pull the lv lead, it ripped apart with the lead plug remaining in the device header. All the other leads were able to be retrieved without any complication. Subsequently, the lv lead was surgically abandoned and the lv port of the new device was plugged. The patient will continue to be monitored. No additional adverse patient effects were reported. The ICD is expected to be returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was planned to be explanted and replaced due to normal battery depletion. During the ICD replacement, the left ventricular (lv) lead could not be retrieved out of the ICD header after loosening the screw. The screw cover was completely removed and it was unscrewed until the lead tip was visible. The lv lead was unable to be retrieved from the device header. After multiple attempts to pull the lv lead, it ripped apart with the lead plug remaining in the device header. All the other leads were able to be retrieved without any complication. Subsequently, the lv lead was surgically abandoned and the lv port of the new device was plugged. The patient will continue to be monitored. No additional adverse patient effects were reported. The ICD is expected to be returned for analysis. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at bsc post market quality assurance laboratory, a thorough evaluation of the device and lead segment was performed. Visual examination confirmed that only the lv lead terminal connector pin remained in the lv header port, as the lead body had broken off during the explant procedure. The lv seal plug and setscrew were missing and not returned. The lv terminal connector pin was visible through the setscrew hole and the lead tip moved when pressure was applied. The outer seal rings were intact and not in contact with the lead segment. The outer seal rings were removed from the header port to allow a needle nose plyers to grasp the lead segment. The lead segment was then removed from the header port without difficulty. The lead segment did not show evidence of silicone-to-silicone bonding between the device header inner seal rings and the lv lead terminal insulation. Pin gauge testing was performed on the lv header port proximal spring terminal block and distal terminal block to confirm the header block dimensions. Pin gauge testing passed, indicating proper header block dimensions. A sample lv lead was inserted into the lv port and a substitute setscrew was placed into the lv negative terminal block and tightened. A tug test was performed and the setscrew held the lead in the header port, the setscrew was then loosened, and the lv lead was easily removed. The device passed all functional tests and operated normally, as a result the specific cause of the inability to remove the lv lead during the replacement procedure could not be confirmed.